Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized three days later and was treated with injection fortum 1 gram daily intravenously (IV) and injection reflin 1 gram daily IV. The cause of the peritonitis was unknown. It was not reported if the patient remained hospitalized. Outcome for the event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.